Event description:
Customer reports back to back testing on the same meter, while using the compact plus system with results of: 218 mg/dl to 85 mg/dl, 72 mg/dl to 211 mg/dl, 211 mg/dl to 98 mg/dl, 218 mg/dl to 72 mg/dl, 218 mg/dl to 98 mg/dl, 85 mg/dl to 211 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.